Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was capped and replaced due to an one lower out of range pacing lead impedance measurement. The patient condition is fine.

Manufacturer narrative:
The event date should have been (B)(6) 2016 rather than (B)(6) 2016.

Event description:
New information received notes lead was fractured.